Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred and pump battery was rapidly depleting causing pump to turn off. Due to the unidentified malfunction, pump was unable to be turned on. Customer also reported a temperature alarm. Pump was sitting in the sun; however, outside temperature was 79 mg/dl. Customer's blood glucose was 137 mg/dl. Customer reverted to using manual injections for insulin therapy.